Event description:
It was reported that the pt whilst in a supermarket in 2003, cried out and removed the coil from head, indicating that they had experienced a loud sound, although there was none in the environment at the time. Subsequent to this they were reported not to be responding to sound, despite doing so consistently under normal circumstances. New external equipment was issued but this did not resolve the problem. They were seen subsequently in the clinic 2 days later. Telemetry produced inconsistent results, including 'poor coupling'. Telemetry was checked again 4 days later and similarly inconsistnet results were recorded.